Event description:
The initial reporter stated they received questionable positive results for two patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. Sample 1: a western blot (recomline hiv-1 and hiv-2 immunoblot) of the first sample was performed on (B)(6) 2026 and the result was negative (negative for all of the following: anti-gp 120, anti-gp41, anti-p51, anti-p31, anti-p24, anti-p17, anti-gp105, anti-gp36). The first sample was tested on the e801 analyzer on (B)(6) 2026, resulting in an hiv duo value of 84.4 coi (reactive), with sub-results of 0.112 coi (non-reactive) for anti-hiv and 84.4 coi (reactive) for hiv ag. The first sample was tested using the atellica hiv method and the result was negative. The first sample was repeated on the e 801 analyzer on (B)(6) 2026, resulting in an hiv duo value of 81.3 coi (reactive), with sub-results of 0.0986 coi (non-reactive) for anti-hiv and 81.3 coi (reactive) for hiv ag. Sample 2: a western blot (recomline hiv-1 and hiv-2 immunoblot) of the second sample was performed on (B)(6) 2026 and the result was negative (negative for all of the following: anti-gp 120, anti-gp41, anti-p51, anti-p31, anti-p24, anti-p17, anti-gp105, anti-gp36). The second sample was tested on the e801 analyzer on (B)(6) 2026, resulting in an hiv duo value of 81.3 coi (reactive), with sub-results of 0.104 coi (non-reactive) for anti-hiv and 81.3 coi (reactive) for hiv ag. The second sample was tested using the atellica hiv method and the result was negative.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed no relevant alarms. An instrument check was performed and no issues were found. The investigation determined the issue is sample specific. False reactive results may occur in elecsys hiv duo as the assay has a labeled specificity of < 100%. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.